Event description:
Patient presented to the physician with pain due to the ipg migrating within the pocket. Due to the ongoing issue, the patient requested removal of the device. Physician brought the patient into the or, removed the ipg and sensing lead, and a portion of the stimulation lead.